Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during the procedure the physician had experienced difficulties removing the device from the patient upon ablation completion. "After a lot of manipulation it was removed. The array did not fully close and sheath was crumpled." The patient did not have any tearing or any injury that the surgical staff were aware of, no patient injury or harm reported..

Manufacturer narrative:
The novasure disposable unit was received from the field, the external sheath was crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. No functional testing could be performed on device due to the condition of the returned unit. Every novasure disposable device is inspected to ensure proper device deployment and retraction prior to final release. This observation will be monitored and trended. No additional details available at this time.